Event description:
It was found that the valve was leaking before the operation.

Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. The instructions for use that accompanies the valves cautions that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture.